Event description:
The customer stated that falsely reactive architect hbsag results of 1.08, 1.52 and 1.04 s/co were generated for a pregnant patient on (B)(6) 2012. The patient delivered her baby on (B)(6) 2012. Due to the reported repeat reactive results for hbsag, the baby was unnecessarily given a hepatitis b vaccine at the time of birth. The physician ordered a panel of tests (hcv, core-m, havab-m and hbsag) the following day and all results were nonreactive. Confirmatory testing was negative, but was not received by the physician before the birth of the baby. The customer stated that the mother and baby are doing well with no complications from the vaccine.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A review of manufacturing records did not identify any issues related to the complaint issue. Complaint review determined that there is no unusual activity for reagent lot 17507lf00 for issues of repeat (B)(6) results for a single patient sample. The complaint trending report review shows no adverse trend for the issue. There is no malfunction as when the sample was tested with the confirmatory assay per the package insert testing algorithm, it was not confirmed, and also a subsequent re-test for (B)(6) was non reactive. The architect (B)(6) confirmatory package insert states that the interpretation of not confirmed for (B)(6) indicates the presence of (B)(6) cannot be confirmed via neutralization. The repeatedly reactive result obtained with the architect (B)(6) assay may be the result of a nonspecific reaction (false reactive). As the presence of nonspecific binding may obscure low levels of (B)(6) in the specimen due to early infection or early recovery, it is recommended that the patient be evaluated for other serologic markers of (B)(6) infection (i.e. Total anti (B)(6) or igm anti-(B)(6)) and that the patient be re-tested for (B)(6) in 4 to 6 weeks. In this case it should be noted that the customer assessed the patient sample using a core-m (B)(6) marker and a non-reactive result was returned. Complaint investigation has concluded that the architect (B)(6) qualitative ii reagent, lot 17507lf00 is performing acceptably. No product deficiency was identified and no additional issues were identified during the investigation.